Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be due to challenging patient anatomy (many chordae present). The reported hemorrhage appears to be related to the procedure (blood found in the right femoral vein). The reported hypotension and ventricular fibrillation appear to be cascading events of the bleeding. The reported patient effects of hypotension, ventricular arrhythmias, and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr) with an enlarged left atrium. A clip was advanced and it was noted that it was difficult to grasp and there was a lot of chordae. The clip was closed, mr decreased however a decrease in blood pressure and left ventricular contraction was observed so the clip was removed. The blood pressure and left ventricular contraction slightly recovered but was worse than before surgery. Attempts were made to increase the blood pressure, but it was not controlled, so the physicians decided to withdraw. At this stage, hemoglobin was measured at 5.9, indicating severe anemia, and thus a blood transfusion was performed. Physicians assumed that there was a bleeding source and tried to find a source by transesophageal echocardiogram (tee), but no bleeding was detected within the visible range. Bleeding from the gastrointestinal tract was observed after the tee was removed, and a hemostatic agent was applied under an endoscope. Further, upon examination after returning to the room, blood was found in the right femoral vein, so it was predicted that the patient's vitals decreased due to bleeding from these two locations. The bleeding stopped and the patient's vitals were stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.